Manufacturer narrative:
Information previously reported in manufacturer's report # 230617155 regarding this patient was incorrect relating to this ins. This information is being captured in manufacturer's report # 230618628. Disregard previous information reported in manufacturer's report # 230617155. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the wires came disconnected so they had to fix that. No further information was known.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: v821660. Implanted: (B)(6) 2012. Product type: lead, product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient had a revision. The ins was replaced on (B)(6) 2017 because the patient had new leads repositioned. No medical symptoms were reported. No further complications were reported.